Event description:
Additional information received from the health care provider that the antiplatelet were held for surgery causing tia was the cause determined and that patient had history of stroke.the patient weight was note as 160.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient with an external neurostimulator for urgency frequency and urge incontinence. It was reported that the patient was sent to the emergency room just as the procedure was ending with stroke symptoms. It was stated that the patient was getting the trial implant but the patient was suspected of having a stroke and the health care professional wanted an MRI. On december 3, the patient's daughter reported that the patient was still hospitalized at the time and the patient had her catheter removed yesterday but the surgeon was thinking about removing the device and switching to botox treatments instead of continuing with stage 2. There were no further symptoms or complications reported or anticipated.